Event description:
Surgery and postop course was uneventful. One month following implant, the pt's dr. Noted an aortic regurgitant murmur located centrally. Cardiac cath showed significant aortic insufficiency with malfunction of one leaflet. A repeat operation was performed. No clots, vegetation or pannus was present. The leaflet returned to normal position on touch. Another 23sjm valve was then implanted.

Manufacturer narrative:
Description of event: on 2/1/1998, dr. Implanted 23 mm aortic st. Jude medical mechanical heart valve sjm masters series (model 23ahpj-505). Pt was preoperatively diagnosed with congenital aortic stenosis. According to info provided by dr., this surgery and postoperative course were uneventful. Dr. Also stated that pt's annulus was minimally calcified, septum was not hypertrophied, and this supra-annular cuffed valve was placed in an intra-annular position. No attempt was made to rotate the valve. Pt was being maintained on warfarin with pt of approximately twenty seconds, and control time of eleven to twelve seconds. However, one month following implant, the pt's physician in syria noted a centrally located aortic regurgitant murmur. All tests for infection were negative. Cardiac catheterization displayed significant aortic insufficiency with malfunction of one leaflet, which was exhibited on cine film. Reoperation was performed on 5/4/1998, at which time there were no clots, vegetation, or pannus present. Following explant, impinged leaflet returned to normal position as it was touched. Surgeon placed silk suture adjacent to previously impinged leaflet. Another 23 mm aoritc st. Jude medical mechanical heart valve was then implanted, and pt was reported in "good" condition postoperatively. Results of investigation: valve was received in st. Jude medical valve div fer analysis lab in st. Jude medical product return kit, in dry state. Long, black silk suture was attached to sewing cuff, near one of pivot guards. Sewing cuff was off-white in color, and contained several surgically placed sutures. Both leaflets were observed to open and close normally. Carbon surfaces were covered with dried substance appearing to be blood and/or body fluids. Valve was chemically sterilized and sent to st. Jude medical woodridge facility for x-ray to evaluate the rotation mechanism. Rotation mechanism exhibited no abnormalities. Rotation mechanism was then tested using chatillon digital torque gauge. Per device specification for st. Jude medical mechanical heart valve sjm masters series, both clockwise and counterclockwise torque values were not within mfg specifications. This was most likely due to the fact that this valve was returned for testing in dry state, which resulted in blood and/or body fluids on sewing cuff to adhere to underlying rotation mechanism and carbon orifice, rendering valve diffficult to rotate. Valv was then forwarded for performance testing. Results of pulse duplicator testing indicated valve had no abnormal operation. Flow and pressure traces indicated valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Function leakage testing was performed, and valve met all of st. Jude medical's specifications. Valve was then disassembled for dimensional inspection. Leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications.